Event description:
Rn reports 3rd time she has found the gloves she is wearing to have holes in them. Pulled extra box from inventory. Gloves are available for evaluation purposes - as is the box they came out of-.